Event description:
During device replacement for normal batttery depletion, it was reported that noise was observed on the right atrial (ra) lead and noise leading to oversensing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2024-35034.